Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of over 600 mg/dl. The customer's mother reported that they treated with manual injection to bring the blood glucose down. Customer's mother declined to troubleshoot for high blood glucose. The customer's mother reported that the blood glucose went down to 200 mg/dl. The product was not returned for analysis.